Event description:
Caller reported customer's high device readings (508 &518 mg/dl) before breakfast. Customer took insulin and felt dizzy. Customer went to hospital. Hospital device = 63 mg/dl. Customer stated there was approximately 3 and 1/2 hours between device test and going to the hospital. Customer was given a sandwich and orange juice. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.